Event description:
It was reported that the patient's right ventricle was not supported. The patient was placed on right sided support and extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.